Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous left popliteal artery. A 3.0 x 20/135mm sterling balloon was advanced to pre-dilate the lesion. During the first inflation the balloon ruptured at 10 atmospheres. The device was successfully removed from inside the pt and the procedure was completed with a non-bsc device. No pt complications were reported and the pt's current condition is listed as "good".

Manufacturer narrative:
Eighteen years or older. It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg records were reviewed and no issues or discrepancies were found, the device met all specs. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).